Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible the error code was caused by stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the reported event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following:: ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 20 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 21 move the joystick slowly in each direction until it stops. 22 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope communication error e226 produced due to damage on the charged coupled device unit. In addition to the reportable malfunction, the following were noted: due to a pinhole on the bending section cover, water tightness was lost; the angulation lever was deformed; the adhesive on the bending section cover had a chip; the protector of the universal cord on the control section side had a scratch; the video connector was deformed and had a scratch; the angulation lever was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a leak at the tip (curved part). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: scope communication error e226 due to damage on the charged coupled device unit . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.